Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the plastic around the reservoir compartment opening is broken. It was stated that the day prior to calling, a piece broke off while changing the reservoir, exposing the gasket. Spouse stated that the customer may have bumped the insulin pump. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would not be replaced or returned for analysis.